Event description:
Ongoing respiratory issues; I was using a philips dreamstation CPAP machine for about 2 years. I started experiencing headaches and sporadic breathing issues when I was waking up. I visited a dr and they prescribed some meds for me. My sister and I ended up being the primary care for my mother as she came home into home hospice. The CPAP machine has left me with a constant irritation in my throat, sinuses, and lungs. I'm constantly coughing and still have a low-grade headache. Since my mother has passed I have gotten back and followed up with my physician and we are trying to treat the symptoms now that we know the CPAP was causing these issues. FDA safety report ID # (B)(4).